Event description:
It was reported that a cartridge was loose and disconnected from the pump. Customer reloaded cartridge in attempt to resolve issue; however, cartridge continued to disconnect from pump. A cartridge change was performed to address the issue. Blood glucose level ranged from 139-198 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.